Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a device was broken both the screw and the screwdriver were broken. No consumer issues as the defect on the device was detected before surgery. The issue was noted as not resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there was no contact between the electrode and the implantable neurostimulator (ins), then the screw could not screw into the ins, which was discovered during the surgery. It was noted tried to insert the screw several times with no result.